Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed and an assignable cause was unable to be determined.

Event description:
It was reported that during the 4th coil placement, the balloon (the subject device) could not remain expanded. The balloon was removed from the patient and was exchanged with another balloon. The balloon was checked on the table and it was found that the balloon had torn. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the 4th coil placement, the balloon (the subject device) could not remain expanded. The balloon was removed from the patient and was exchanged with another balloon. The balloon was checked on the table and it was found that the balloon had torn. There were no clinical consequences to the patient.